Manufacturer narrative:
The user facility is outside the united states. No medwatch report was received. Current information insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Additional information was received on 04/04/2011 listing two additional items that were involved in the revision. Original MDR for first item, 3002806535-2011-00039, was filed on (B)(4) 2011. This report filed on (B)(4) 2011.

Event description:
It was reported that patient underwent primary knee procedure on (B)(6) 2009. Patient underwent revision surgery on (B)(6) 2011 due to poor alignment. No further complications have been reported.